Event description:
It was reported that the patient has pain and needs a revision surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned as they remain implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated there is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided records by a clinical consultant indicated that there is no documentation of the consideration for revision surgery for either total knee arthroplasty. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: s9rxd; cat. No.: 5515-f-602, triathlon ps fem component, cemented, lot code: fztn; cat. No.: 5551-g-381, triathlon asymmetric x3 patella, lot code: 3x5y; cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: hffg; cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: met040; cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mdt031.

Event description:
It was reported that the patient has pain and needs a revision surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.